Event description:
It was reported that this pacemaker system was explanted due to infection. No additional adverse patient effects were reported. Additional information regarding product return status has been requested.